Event description:
It was reported that the surgeon was going to tap the anchor in after using pre punch awl and the tip just fall apart after he had hit the anchor once. Pieces were removed from patient. No patient injuries were reported.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the instrument show no manufacturing abnormalities. The separate implant was partially detached and the device was returned with a part of the implant attached in a plastic bag. No sutures were returned to the device. The parts returned show no manufacturing abnormalities. The returned instrument is a single used device and cannot be functional tested. The complaint was verified but the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are (1) if the pound-in tip does not penetrate the bone on the first strike, create a bone hole according to step 3. Use a new anchor in the bone hole and (2) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the surgeon was going to tap the anchor in after using pre punch awl and the tip just fall apart after he had hit the anchor once. Pieces broke off inside the patient and then were removed. No patient injuries were reported. A backup device was available to complete the procedure with no delay and no patient injuries.